Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 41 mg/dl, which was treated with food. The most recent blood glucose reading was 147 mg/dl. The customer stated that she tried to enter a bolus into the insulin pump while on a plane ride, but the insulin pump went haywire. She stated that she received a battery out limit after a battery replacement. She also noted that the insulin pump showed bars for insulin with an open circle. She tried to drink orange juice to treat the low blood glucose before the ambulance arrived. She stated that she had no idea what caused the low blood glucose event. She stated that she had administered a bolus of 35 units of insulin the night prior at dinner and nothing else leading up to the event. She was treated with fluids. She reported issues with the button, which prevented her from troubleshooting. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-11704.